Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the pulse generator, high impedance was observed upon connection of the leads. The device was removed from the pocket and a replacement device was successfully implanted.